Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The monitoring interface board was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was not indicating if the auxiliary common gas outlet was open. Mechanical ventilation would not be available if the auxiliary common gas outlet was open. There is no report of patient involvement.